Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No evidence of the reported problem was found in event log review. Visual and functional testing were performed. The device was received in fair physical condition and with cracked housing. The customer?s reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump?s delivery accuracy manufacturing specification. The expulsor was replaced to bring delivery accuracy into specification.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-7.2%). No patient was involved in this event. No adverse effects were reported.